Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14 may 2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 14 nov 2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed. The device was recaptured and deployment was attempted again but the deployment button was not returned to the original position, because it moved in conjunction with the deflection button while those buttons were manipulated. Retrieval of the device was attempted again following deployment but it was not properly returned. It was noted that a kink was present on the delivery system. The leadless ipg and delivery system were not used and a replacement was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.